Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly on manufacturer device report 1220648-2024-22207.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support a seroma had to be surgically evacuated from the axillary pocket. A few days later hematoma had to be surgically evacuated as well. The patient remains on support therefore explant date and patient outcome are unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.